Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer encountered a motor error alarm. It was reported that the motor error had occurred four times in the last thirty days. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device. The device is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the physician stated that the customer was having pump errors. It was reported that the device was not delivering and the customer was not receiving a no delivery alarm. It was reported that the customer was hospitalized for high blood glucose levels. The customers blood glucose levels at the time of incident were unknown. It was reported that the customer declined help line troubleshoot for the high blood glucose levels. Nothing is being returned or replaced at this time.